Event description:
Adverse event(s): "corneal burn" (burn, corneal). Product problem(s): "system kept reporting occlusion" (obstruction within device); "problem with the irrigation" (inability to irrigate). The surgeon reported a corneal burn occurred at the beginning of surgery. The event occurred during the sculpt phase, when making the first carve. The phaco tip was inserted into the eye while irrigation was off and ended up in a cortex mass. When pressing on the footswitch, the surgeon noticed that no tissue disappeared. The surgeon removed the tip from the eye and tried to flush it through in a little cup of bss. The system kept reporting occlusion. The sleeve was then removed and the tip was checked, and it was screwed on well. After reassembly of the sleeve, the footswitch was again pressed, first while holding the tip in the air and then in the bss. The notification of occlusion disappeared and a heavy corneal burn occurred. The surgeon noticed 3 chamber fluctuations of the iris-diaphragm during removal of the quadrants. It felt like the irrigation bottle was empty, but this was not the case. There was also no aspiration of new lens mass at that moment. There was a problem with the irrigation. The surgeon indicated that the lens fragments were no longer aspirating well. The wound was sutured with two nylon sutures. The doctor has been using the system since (B)(6) 2009 and performs about 5 cataract surgeries per week.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) health devices, hazard update: (B)(6), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4). (B)(4).